Event description:
I've had many issues with the essure. I've had burning where my tubes are. Nerve pain shooting down my legs. Unexplained sweating and back pain. I've had at least two chemical pregnancies. I've had headaches on a regular basis, which I never used to get. I'm exhausted all of the time. I've even developed alopecia since getting the essure. I now have to drive 4 hours and pay (B)(4) to have a doctor get the coils out. Unfortunately, most doctors don't know how to remove them, which is very scary.